Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted out insulin while priming, clock was slow and the alarm lost loudness. Customer¿s blood glucose level was unknown. Customer also reported cracks on the side of the insulin pump and also it was rejecting new batteries. The device will not be returned for analysis.